Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address 1: (B)(6). Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned (1) discardit 22ga from lot # 0.0057978 product # 301285 with the reported issue that while drawing blood, either blood is not coming or bubbles are coming in syringe and blood coming in back side of plunger in barrel. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 0.0057978. Received one single unopened fresh sample from the customer for investigation by bd (B)(4) team. Investigation of the complaint was also simulated on retention samples of lot number 0.0057978 for leakage. There was no leakage found in the customer return sample. There was no leakage found in the retention samples used for simulation of reported complaint of either fluid not coming or bubbles are coming in syringe. Also, no fluid found coming in back side of plunger in barrel. Based on the samples and/or photo(s) received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the investigation, no additional investigation and no CAPA is required at this time. Investigation conclusion: received 1 single unopened fresh sample from the customer for investigation by bd (B)(4) team. Investigation of the complaint was also simulated on retention samples of lot number 0.0057978 for leakage. There was no leakage found in the customer return sample. There was no leakage found in the retention samples used for simulation of reported complaint of either fluid not coming or bubbles are coming in syringe. Also, no fluid found coming in back side of plunger in barrel the defect is not confirmed.

Event description:
It was reported that discarditii 5ml with 22x1 was blocked and leaked past the stopper. This occurred on 200 occasions. The following information was provided by the initial reporter: while drawing blood either blood is not coming or bubbles are coming in syringe. Blood coming in back side of plunger in barrel.